Manufacturer narrative:
Concomitant therapies: levothroxine, nasonex, vitamin d and cefotetan. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: per table 1 and table 3: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact. In addition, two reports of blurry vision after injection into the periorbital area were received from postmarket surveillance for juvéderm volbella® xc used outside of the united states. Reported treatment included anti-inflammatories. The outcomes for these two reports were either ongoing or unknown at time of last contact (see warnings section)."

Event description:
Healthcare professional reports injection with one syringe of juvéderm volbella® xc to the cheek, under the eye area and bilateral zygomatic regions. Concomitant juvéderm vollure¿ xc injection to the commissures, nasolabial folds, and pre-jowl noted. Two months after injection, patient experienced one nodule in the right marionette area and notified the injector 2 months after symptom apparition. Symptom, described as a "non-tender, little, hard nodule in the right marionette line" was confirmed after patient was examined by injector. Patient also reports an "oblong, bump, that is round and longish, the size of a kidney bean in chili on the right side below the lip at the chin" and "a long lasting pretty serious reaction of encapsulation, swelling, impairment of vision, and their face is distorted and looks horrible." One syringe of juvéderm volbella® xc administered under the eyes on the same date patient was examined and symptoms were confirmed. Biopsy of mucosal surface of left lower lip ¿white scar and lump¿ by dermatologist performed 2 months post injection because patient was concerned about a "white hypopigmentation." Pathology was ¿benign¿ and referred to as a ¿fibroma¿ and ¿hyperparakeratosis, mucosal hyperplasia without atypia and haphazard proliferation of thickened collagen bundles with small vascular channels. No evidence of malignancy." Patient's dermatologist agreed with patient referral to a plastic surgeon due to "left lower lid cellulitis and perioral nodules." The following month, the patient was seen for a routine follow up and injector noticed the "nodule was growing in size, more pronounced and becoming reddish." There were no other symptoms, no signs of infection, no redness, no induration, no drainage, and the nodule could not be visibly seen but could be felt inside the mouth and outside the mouth. Injector "was concerned the nodule was the filler and treated the patient with 5 units of vitrase in the nodule in the marionette area just in case." The patient was seen again a week later and the reported "nodule was a little bit smaller and the nodule was more pink." Patient was also bit by a cat in the face and scratched on the bridge of the nose 5 months post injection and experienced redness under the left eye and in the left cheek. Injector does not feel the bite, scratches, pinkness and redness under the eye are due to filler injections and are due to the cat bite. A prescription for a 10 day course of augmentin was provided by the patient's primary care physician and started by patient two days after cat bite. Injector advised the patient to finish the augmentin and will see the patient again and treat with more vitrase for the right commissure if necessary. The patient was reviewed again by the injector 2 weeks after previous visit and noted "initial nodule in the right marionette area felt like 5 little balls not one ball like before and they had 2 nodules in the lower lip in the lip and a nodule in the left commissure area. The "lump became 5 pea sized lumps and now they have one lump above the left side of the mouth above the lip line, one lump on the right side of the mouth at the lip line, multiple small lumps on both corners of the mouth, two lumps about the size of peas below the left corner of the mouth, a huge lump on the right side lower lip at the lip line, and a huge lump on the left side lower lip at the lip line. The patient stated that now they have hardened bumps, discoloration, and inflammation where the initial symptoms occurred." The nodules are between 2x2ml and 3x3ml and they still have redness under the left eye. Injector "guess it is granulomas or inflammatory or immune reaction but are not sure." Patient appears to have ¿left orbital enophthalmus.¿ patient seen by primary care physician 4 months after injection and a cmp (hepatic panel), cbc and rheumatoid factor were ordered. Cmp and rheumatoid factor results, normal. Two days later patient was seen by treating physician and exam showed "progression of the left lower eyelid erythema and persistent peri-oral nodules." Prescription for ceftin (cefuroxime) 250mg po bid x 12 days and diflucan 150 mg prophylaxis for ¿for frequent history of vaginal & perineal fungal infections related to po antibiotic treatments" provided. Patient began ceftin treatment the following day. The day after beginning ceftin treatment, the patient was seen by injector and physical exam showed "similar moderate erythema and swelling of [patient's] left lower eyelid." No fluctance, drainage, rhinorrhea or tenderness reported. Mild induration and warm to touch noted. In regards to peri-oral nodules, ¿extra-oral exam shows no erythema, but mild perioral and labial swelling. Intra-oral exam shows no mucosal breakdown, no drainage.¿ further described as, ¿firm and noted along the bilateral commissure and marionette line regions.¿ bilateral upper and lower labial nodules with mild surrounding swelling also noted. Sizes range from pea to oblong 3 x 5 mm's. Non to minimally tender. ¿cranial nerves 2-12 grossly intact. No changes in vision. No chemosis. No globe injection." Patient advised to use warm compresses for 20 minutes every 2 hours while awake and sleep with head elevated to minimize swelling. Patient's erythema and nodule size have worsened. Patient provided an additional 70 units of vitrase to the left lower eyelid-cheek firm nodules. CT scan, diagnostic blood work and oral steroids also given. Complete symptom resolution not reported. Injector states, "since prior filler injections with no adverse events their body may have changed and they have an autoimmune issue now and that is why they are experiencing the adverse events after this injection." Patient takes nasonex to keep nares unobstructed to prevent maxillary sinusitis. Additional information received from the healthcare professional noted hyaluronidase was also given as treatment for the nodules. It was also noted the patient experienced erythema and swelling of the upper and lower eyelids and was advised to visit the emergency room. CT scan, diagnostic blood work, white count, sed rate and c-reactive protein provided and returned with normal results. CT scan showed no infection, abscess or extension into the retro-septal space. Swelling of the pre-septal space of the left lower eyelid noted. Patient was prescribed a medrol dose pack and noted improvement, but not complete resolution of the swelling and nodules. Oral steroids also given. Patient seen by a family doctor and advised that "there was no infection from cat scratch, that reaction is related to product." Patient was provided a second medrol dose pack and believed it provided more relief of symptoms of erythema and swelling. Patient was seen by a plastic surgeon for evaluation of nodules and acute ed event and is scheduled for follow up. Plastic surgeon noted left upper eyelid has mild swelling, lower eyelid has significant swelling. It is non tender. No redness or increase of warmth. Remainder of the facial musculature is symmetrical and innervated. Sensation is otherwise normal. Physical exam by injector and pictures show continued improvement of overall swelling. Patient¿s left commissure nodule, has nearly resolved. The remaining peri-oral nodules, upper and lower lip/ labial nodules and left eyelid-cheek nodules persist, but are stable in size. Patient had no sensory or motor cranial-facial deficits. No open wounds or soft tissue breakdown. No signs of infection. No rash. No intra-oral abnormalities. Patient has declined any additional biopsies of the nodules. Patient was amenable to a small dose of vitrase to a small firm nodule palpated along their left lateral lid-cheek junction. Two additional units were administered without event. Other concomitant medications were reported as levothyroxine, vitamin d, and cefotetan. This is the same event and the same patient reported under MDR ID #3005113652-2018-00062 (allergan complaint # (B)(4)) and MDR ID #3005113652-2018-00063 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, the second injection of juvéderm volbella® xc.

Manufacturer narrative:
The reported event of "midface volume loss and left under-eye hollowing and marionette lines¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: correspondence notes patient returned for routine follow up 10 and 11 months after symptoms appeared. Follow-up for facial inflammation, nodules, cellulitis, vs product reaction vs infection after juvéderm vollure¿ xc and juvéderm volbella® xc injection potentially complicated by cat-bite. Treated with vitrase and oral antibiotics. Complete resolution of peri-oral, left peri-orbital, & glabellar nodules & inflammation. "On exam, all the nodules, including glabella, left peri-orbital, bilateral commisures, and upper & lower lips." No redness, inflammation or swelling. In regards to facial volume and symmetry, notable midface volume loss and left under-eye hollowing. Notable marionette lines also. Per healthcare professional, given vitrase treatment, natural hyaluronic acid degradation, current facial exam is normal finding expectant given patient age. Patient desires to re-institute using hyaluronic acid fillers, but was advised of risk that nodules and inflammatory reaction could be experienced again. Patient feels as if vitrase was a major contributor to the inflammation and would not use vitrase in the event removal of a filler was required. Patient also does not feel the cat-bite & scratch was a contribution to the facial inflammatory reaction (redness & swelling) as the cat bite happened one month after the first single nodule was noted on the right commissure. Erythema, redness and multiple other peri-oral nodules were noted approximately 7 to 14 days after the cat-scratch. Left peri-orbital and glabella nodules were noted approximately one month after the cat-bite. Time-line and patient photo's reviewed and it was noted that nodules and inflammation started before vitrase treatment was initiated. Also reviewed timing evolution, cat-bite, treatments and resolution of her redness, swelling, and nodules. There were no cultures or biopsies collected. CT scan of the face did not show any collections or abscesses

Event description:
Additional correspondence provided updates on the nodules 9 months after injection. Left glabellar nodule ¿persists, softer 2x1 cm.¿ left lower eyelid ¿soft, no hard nodule, but persistent bulge/ protrusion; vitrase 4 units given.¿ left commissure nodule - 2x1 cm, vitrase 4 units given. Right commissure nodule resolved. Upper lip bilateral nodules persist and remain firm, approximately 2x1 cm each side. Lower lip, minimally palpable bilaterally. Also noted lower lip erythema and excoriation/chapped as if from "licking" upper and lower perioral area. Patient has seen primary care physician who advised that it may be related to a rosacea and remaining filler. 2 weeks later, left glabella nodule 2 x1 cm, vitrase 4 units used. Left lower eyelid, remains soft, no "discrete" nodule, protrusion persists. Left commissure, smaller, approximately 3 x 3 mm's; vitrase 2 units used. Right commissure nodule resolved. Upper lip bilateral nodules firm, approximately 1 x 1.5 cm's each side. Lower lip, bilateral, nearly resolved. No new concerns. Nodules continue to resolve. 2 weeks later, all nodules improving. No new acute concerns, other than patient notes left lateral malar eminence/zmc region appears "flatter... More hollow." Glabella nodule - soft , 1.5cm x 1.5 cm. Left lower eyelid area remains soft; no discrete nodule. Lower lid protrusion persists. Left and right commissure and lower lip bilateral nodules resolved. Upper lip softer, 1x1 cm bilaterally. Patient does not wish to continue vitrase. Patient requests additional filler to the hollow left lateral orbital/zmc. Treating physician recommended patient refrain from any type of filler at this juncture. "Not clearly understanding the original etiology of nodules and acute inflammatory reaction (infectious versus autoimmune versus other), there is no way to predict the outcome and possible side effects of additional filler."

Manufacturer narrative:
The reported events of "firm," "bulge/protrusion," "rosacea," "erythema" "inflammatory reaction," "flatter more hollow," and excoriation/chapped" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient returned to clinic 13 months after symptoms onset to report experiencing a new area of right under eye swelling and erythema that was approximately 2 weeks in age. Patient denies inciting events. No trauma or further injections. Dental visit approximately 3 weeks prior and a single microdermabrasion 10 days prior to evaulation. Patient denies fever, tenderness, pain. No congestion of changes in vision. This new onset has the same presentation as the initial onset of facial nodules and erythema in 10 months prior. The right under eye and cheek was not affected one year ago. Of note, the facial nodules, swelling and erythema originally presented have completely resolved. Patient declined vitrase at this juncture. Antibiotics and steroids were not initiated.

Event description:
Additional correspondence from healthcare professional has provided the following additional information: patient returned to injecting office 3 months after symptom apparition for follow up of hard nodules of the left lower eye-lid-cheek juncture, upper and lower lip, and the peri-oral regions "originally" a month after injection. No new nodules, progression of existing nodules or signs of injection noted. Patient has not required additional oral steroid treatment. Patient was advised to treat with vitrase or "just wait for filler to resorb naturally." Physical exam showed right oral nodule nearly completely resolved. This nodule was treated with vitrase, 5 units, 3 months after symptoms appeared. Left under eye cheek/malar eminence region has regressed after vitrase, 70 units, treatment a month later. Remaining nodules including nodule in left glabella region remain unchanged. "Palpation reveals no tenderness, firmness unchanged. Perhaps slightly smaller with measurements. No signs of infection. Cranial nerves 2-12 intact. Intra-oral exam without abnormalities."

Manufacturer narrative:
Additional information: describe event or problem.